Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the savvy long otw pta catheter products that are cleared in the us the pro code and 510k number for the savvy long otw pta catheter products are identified in d2 and g4. H10 manufacturing review: a complaint history review was performed this is the first complaint reported for this product lot number combination however the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the bantam device was returned for evaluation the distal tip was squashed and damaged midway along its length the balloon exhibited evidence of previous inflation solidified contrast media was present within the balloon a circumferential rupture was present at the distal marker band the size of the rupture was approx. Twenty percentage of the circumference of the balloon one photo was also provided for review the distal tip and balloon sections were only shown in the photo the tip was squashed and damaged midway along its length the balloon exhibited evidence of previous inflation residue likely biological was also present on the balloon therefore the result of the investigation is confirmed for the reported catheter tip damage and balloon rupture issues the root cause for the reported catheter tip damage and balloon rupture issues could not be determined based upon the available information received from the field communications device evaluation and photo review. Labeling review: the instructions for use for this bantam device was reviewed and the following sections are applicable. The IFU for this bantam otw device in098 rev 14 was reviewed, and the following sections are applicable. Balloon characteristics: individual compliance charts are provided on the package label of each product please note that balloon diameters may vary within manufacturing tolerances all inflations should be viewed under fluoroscopy the bantam balloons reach their nominal diameter at 6 atm 608 kpa please check the package label for the rated burst pressure it is important that the balloon not be inflated beyond the rated burst pressure pressures in excess of rated burst pressure may cause the balloon to burst. Indications: the bantam pta balloon catheters are intended for balloon dilatation of renal iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae these catheters are not designed to be used in the coronary arteries. Contraindications none known. Warnings: contents supplied sterile using ethylene oxide nonpyrogenic do not reuse reprocess or resterilize. Reuse resterilization reprocessing andor repackaging may create a risk of patient or user infection compromise the structural integrity and or essential material and design characteristics of the device which may lead to device failure and or lead to injury illness or death of the patient. Reusing this medical device bears the risk of crosspatient contamination as medical devices particularly those with long and small lumina joints and or crevices between components are difficult or impossible. To clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time the residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. Visually inspect the packaging to verify that the sterile barrier is intact do not use if the sterile barrier is opened or damaged. Do not exceed the rated burst pressure a syringe with pressure gauge is recommended to monitor pressure pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw .the catheter through the introducer sheath use a 20 ml or larger syringe for inflation. Use the catheter prior to the use by date specified on the package do not advance the guidewire balloon dilation catheter or any component if resistance is met without first determining the cause and taking remedial. Action this catheter is not recommended for pressure measurement or fluid injection. Precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size shape and condition are suitable for the procedure for which it is to be used do not use if product damage is evident. Careful attention must be paid to the maintenance of tight catheter connections to avoid the introduction of air into the system. Proper functioning of the catheter depends on its integrity care should be used when handling the catheter damage may result from kinking stretching or forceful wiping of the catheter do not continue to use the balloon catheter if the shaft has been bent or kinked. Storage store in a cool dark dry place use the catheter prior to the use by date specified on the package. Directions for use inspection and preparation remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. If any resistance is felt or if any stretching of the catheter is observed while removing the protective sheath the product should not be used. The catheter should then be inspected for bends kinks or stretched portions do not use if product damage is evident. Prepare a mixture of contrast medium and normal saline as per normal procedure recommended 25 75. Attach a stopcock and a 20 ml syringe half filled with the contrast solution to the balloon port. Point the syringe nozzle downward and aspirate until all air is removed from the balloon. Turn the stopcock off and maintain the vacuum in the balloon purge the catheter guidewire lumen thoroughly reinserting the balloon into the protective sheath may damage the balloon or catheter. Insertion and inflation: note do not advance the guidewire balloon dilation catheter or any component if resistance is met without first determining the cause and taking remedial action. Note do not inflate the balloon or advance the catheter unless the guidewire is in place. Make sure that the protective sheath has been removed from the dilation catheter balloon. Enter the vessel percutaneously using the standard seldinger technique over the appropriate guidewire for the size catheter being used advance the catheter across the lesion with fluoroscopic guidance using accepted percutaneous transluminal angioplasty technique and inflate the balloon to the appropriate pressure. Note do not exceed the rated burst pressure. Deflation and withdrawal deflate the balloon by drawing a vacuum with a 20 ml or larger syringe note the larger the syringe diameter the greater the suction that is applied for maximum deflation a 50 ml syringe is recommended. Gently withdraw the catheter as the balloon exits the vessel use a smooth gentle steady counterclockwise motion if resistance is felt upon removal. Then the balloon guidewire and the sheath should be removed together as a unit under fluoroscopic guidance particularly if balloon rupture or leakage is known or suspected this may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together using a gentle twisting motion combined with traction.

Event description:
It was reported that prior to an angioplasty procedure in atherosclerosis of the lower extremities, the fluid was allegedly flowing from the tip and the tip of the balloon was allegedly damaged. The procedure was completed by using another device. There was no patient contact.